Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a new pacemaker implant procedure. During implant, the physician noted a decrease in sensing on the right ventricular lead, so the physician re-positioned the lead. After the second time the physician noted the sensing dropped, the physician obtained an echo. The echo indicated a pericardial effusion. The patient was tapped. The pacemaker was interrogated after the procedure, and electrical values were stable. The patient was stable and would be monitored.